Event description:
It has been reported to philips that there was an error message for exposure not possible-tube cooler problem. The device was in clinical use when the reported problem occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and analyzed the log file. The log file showed that the tube cooling liquid level was too low. The cooling unit was filled with 1 liter of oil after which the system was returned to use in good working order. It was not identified why the cooling liquid was low, a probable cause is that the liquids were spilled during x-ray tube replacement some months before the event. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.